Event description:
It was noted when 2 rns were replacing a near empty pca syringe (containing dilaudid) that not enough time had elapsed from the previous burette change given the patient's dose, indicating that perhaps the patient had received extra medication. The patient experienced no change in clinical condition or vital signs. It was determined that there was a strong likelihood that the patient was able to manipulate the pump and receive a bolus without the drug volume registering on the pump. Biomedical engineering checked the pump, and noted that it met all manufacturer specifications. However, staff members were able to demonstrate the ease of opening the pump and the ability to give a bolus that didn't show on the pump. Other findings by biomed engineering: one can access the syringe by inserting a slender rod type device through the tubing access port just below the door. The alarm does record syringe movement. One can also access the syringe by pulling the corner of the door away from the case with a slender object (like a paper clip), and one can dislodge the syringe causing an alarm. The syringe can then be depressed dispensing medication.